Event description:
In this event a dr reported that an estylus 1:5 handpiece reportedly overheated, here was no injury or intervention.

Manufacturer narrative:
Though, no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The root cause of the reported problem was set/tail/head assembly excessive use. The complaint was confirmed. The overheat failure was reproduced during free run testing when the measured max head temperature reached 72 degrees c, and cutting testing when the measured max head temperature reached 64 degrees c. The bur bearing failure most likely created friction and results in temperature increase. The gear wear and severe bur bearing retainer wear was possibly cause by insufficient lubrication. The worn chip and water sealing o-rings may have contributed to the temperature increase as well.